Manufacturer narrative:
Section a4, g3, h4: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to symptoms of chills, driveline damage and tenderness. The site reported concerns for recurrent driveline infection. The patient was unable to take suppressive bactrim due to nausea. Wound cultures noted 3+ gram positive rods, 1+positive cocci. The patient received a debridement on (B)(6) 2020. The patient was discharged on vancomycin and ertapenem. No further information was reported.